Event description:
Facility states "patient's family member was attempting to convert the chair from a bed back to a chair when the mechanism suddenly unjammed and "slammed down" on his arm." Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. This product, model 357t96 or 357t26, serial number/date code: (B)(4) 2011 or (B)(4) 2011 is not a medical device per the manufacturer, champion manufacturing. An MDR is being filed based on the minor injury received by the chair's user. The facility, (B)(6) hospital, called stating that a patient's family member was attempting to convert the overnight sleeper chair from a bed back into a chair when the mechanism allegedly unjammed and slammed down on his arm allegedly causing puncture wounds in the forearm. Medical intervention sought.